Event description:
It was reported that air bubbles were observed within the infusion set tubing, but the customer chose not to troubleshoot further. Customer's blood glucose was 400 mg/dl. The customer will change the supplies as necessary and continued to use the pump for insulin therapy.